Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the superficial femoral artery (sfa). The physician used a 6fr introducer sheath, glidewire guide wire and a quick cross guide catheter to access the lesion. The physician then exchanged the glidewire guide wire for the csi viperwire guide wire. At this point, the wire fractured and the tip was left in the patient. The physician exchanged for a second csi guide wire and successfully completed the intervention via orbital atherectomy with a csi orbital atherectomy device (oad). The physician post-dilated the lesion using a 3mm balloon. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device has not been returned to csi for analysis. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Not returned to csi.

Event description:
Per mw5069477, the viper wire broke off up off during the procedure. The tip of that wire was retained in the patient. Additional information has been requested.